Event description:
The facility reports while transferring the pt from the bed to the chair, one carrier was guiding and the other was moving the lift towards the chair. About one foot from the chair. About one foot from the chair and three feet off the ground (the pt was in an upright position), the right leg of the sling detached and the pt slipped through, falling to the floor. The pt sustained a 2-inch laceration to the right side back of head.